Event description:
Reporter stated that in 2015 the hospital received a letter from the FDA about safety health alert for medical devices, that stated hospital should notify the FDA on any case or problems encountered using medical devices. On (B)(6) 2017, a pt developed a wound infection after a surgery he had on (B)(6) 2016 and the sorin heater cooler was used during the procedure. The pt's wound culture grew the organism non tuberculosis microbacterium. The caller stated that the hospital has never come across such a case of non tb microbacterium.